Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they experienced a loss of therapy following a fall. The patient reported that about a year prior to the date of this report, they fell as they tripped over a wagon. The patient stated that they ¿fell on it so hard that it cut the stimulator off.¿ it was noted that the stimulator didn¿t seem like it was functioning the same since before the fall. The patient also reported that their hip and legs had been hurting since a couple of nights ago and that they would have trouble sleeping because of the pain. The patient mentioned that they were taking oxycodone and morphine for the pain. The patient was to follow up with their healthcare provider. Indication for use is spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient received a response request letter, but didn't have the letter with them to answer the questions. The healthcare provider (hcp) told the patient to call the manufacturer to schedule a meeting with the manufacturer's representative (rep). The patient reported previously stated issues. The patient added that they were having itching around the ins area that started a month ago and the patient lost weight.